Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2023. When the cre balloon packet was opened, an alliance syringe filled with water to 35mls was connected to proximal connection hub. The balloon was inserted via working channel of scope to site requiring dilation. While the alliance inflation handle was inflated to the required atmosphere, the balloon was not filling with water. After three attempts, the balloon catheter was withdrawn, and a small hole was noted in the balloon material. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf code a041001 captures the reportable event of material puncture/hole.